Event description:
Healthcare professional reported "immediately after" injection to the lips and glabella with juvederm ultra xc pt developed "local bleaching." Pt additionally developed "erythematous papules and pustules on the glabella" on unspecified date. Pt was treated with prednisone, cefadroxil, and topical diprogenta.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of bleaching and erythematous papules and pustules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.